Event description:
The customer reported that while the unit was in use on a patient, unit shut off after performing the self-check during power-up. The pt was switched to another unit and therapy was continued. No pt injury reported.